Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on one patient. The sample was tested in the laboratory x2 and was high both times. The patient was tested in a clinic for troponin and was negative. No other information available. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review on list number did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Customer field data was used to assess the performance of the alinity I stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient results are within established limits confirming no systemic issue. Labeling was reviewed and found to adequately address the issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency for the alinity I stat high sensitive troponin-I, list number 08p13-24, was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on one patient. The sample was tested in the laboratory x2 and was high both times. The patient was tested in a clinic for troponin and was negative. No other information available. No impact to patient management was reported.